Event description:
On (B)(6) 2012, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent another procedure to address a distal endoleak on the contralateral leg. An aorto-uni-iliac was performed, bypassing the contralateral side.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.